Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. The sample was evaluated and found to have a burst catheter balloon. Visual inspection identified white sediment present in the catheter lumen and drainage eye area. However, further functional testing and full investigation could not be performed due to poor sample condition. The potential root cause for this failure could be user related. Example: over aspirated, incorrect syringe collapse lumen sac close eye valve damage. A review of the device labelling has been conducted for investigation purposed. A review of the device history record did show the affected date code 5fn031 shows a 0 percent in process scrap rate due to a failure mode that may lead to the difficult to remove. Lot file review was performed on the lot and does not indicate any reject or rework associated with this issue. Therefore, no additional action is required at this time. Correction - d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had poor urine flow, and a blockage was found in the foley catheter. An attempt was made to replace the catheter, but the inflation lumen was unable to deflate, and even after cutting the inflation lumen, the fluid could not be drained. The attending physician was consulted, and after a CT scan, the balloon was punctured percutaneously under ultrasound guidance, and the catheter was removed. This patient seems prone to catheter blockages. They attempted to drain the fluid using a hospital syringe connected to the inflation valve, but it was unsuccessful. They then tried cutting the catheter slightly below the valve but still could not drain the fluid. Finally, the balloon was ruptured under ultrasound guidance to remove the catheter. Asked to examine the entire urinary catheter for any stenosis or kinking in the inflation lumen and drainage lumen.

Event description:
It was reported that the patient had poor urine flow, and a blockage was found in the foley catheter. An attempt was made to replace the catheter, but the inflation lumen was unable to deflate, and even after cutting the inflation lumen, the fluid could not be drained. The attending physician was consulted, and after a CT scan, the balloon was punctured percutaneously under ultrasound guidance, and the catheter was removed. This patient seems prone to catheter blockages. They attempted to drain the fluid using a hospital syringe connected to the inflation valve, but it was unsuccessful. They then tried cutting the catheter slightly below the valve but still could not drain the fluid. Finally, the balloon was ruptured under ultrasound guidance to remove the catheter. Asked to examine the entire urinary catheter for any stenosis or kinking in the inflation lumen and drainage lumen.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.